Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose nodes ligation procedure performed on (B)( 6) 2022. During the procedure, the bands did not deploy, and it got intertwined. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the returned ligator head had six bands attached. Some of the bands were moved and overlapped. Additionally, one band was cracked. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. The trip wire was broken, possibly cut during the device removal. The handle slot did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had bent teeth, some bands moved and overlapped, as well as a cracked band. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip inaccurately at the time to perform the deployment. The suture tension may not have been correct bending the teeth and moving the bands from its place as if twisting them, even causing the rupture of one band. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose nodes ligation procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy, and it got intertwined. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code (B)(6)captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the handle assembly ) was analyzed, and a visual evaluation noted that only the handle assembly was returned and the ligator head was not returned with the device. However, a media analysis was performed to the photo provided by the customer, and it was found that the ligator head had four bands attached, and some of them were moved from its position and overlapped. The device was observed under magnification, and it was found that the handle slot did not have marks of trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had four bands attached, and some of them were moved from its position and overlapped. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands, causing the bands to move from their positions and consequently overlapped. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose nodes ligation procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy, and it got intertwined. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no reported patient complications as a result of this event.